Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within the follow up report once the investigation is completed.

Manufacturer narrative:
Arjo received a customer complaint regarding a citadel bed, with an allegation of safety side partial detachment. Following the information provided the side rail of the citadel bed was damaged and the fastenings were loose. The photographic evidence shows that the side rail lower arm, which is responsible for locking of the side rail in raised position, was detached from its mounting points and the whole side rail was leaning to the side as a result. According to the information received the patient was involved. No injury was sustained. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, this part was mechanically damaged (the side rail lower arm, was detached from its mounting points and the whole side rail was leaning to the side as a result). Moreover, based on the arjo service center supervisor's assessment, the side rail damage could be a result of misuse. The instructions for use for citadel bed (830.238-en) includes cleaning and maintenance procedure that should be performed between patients: ¿inspect all parts of the citadel patient therapy system for damage prior to returning to use. Contact arjo for service or replacement.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was partially detached from its mounting points. The bed was used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to an allegation of safety side partial detachment.

Event description:
Arjo received a customer complaint regarding a citadel bed, with an allegation of safety side partial detachment. Following the information provided the side rail of the citadel bed was damaged and the fastenings were loose. The photographic evidence shows that the side rail lower arm, which is responsible for locking of the side rail in raised position, was detached from its mounting points and the whole side rail was leaning to the side as a result. According to the information received the patient was involved. No injury was sustained.

Event description:
Following the information provided the side rail of the citadel bed was damaged and the fastenings were loose. The photographic evidence shows that the side rail lower arm, which is responsible for locking of the side rail in raised position, was detached from its mounting points and the whole side rail was leaning to the side as a result. There is no indication of patient involvement. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within the follow up report once the investigation is completed.